Event description:
It was reported that there was possible device interaction with the patient's medtronic implantable neurostimulator and their vagus nerve stimulator. Through additional follow-up it was determined that the vagus nerve stimulator was a medtronic device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).